Event description:
A surgeon reported an unexpected outcome following intraocular lens (iol) implant surgery. Additional information was received from the surgeon, who reported the calculation resulted in 1.00 diopter's too much cylinder at the intended axis. He stated the patient will need glasses to resolve the event.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).